Manufacturer narrative:
The customer stated that repeat testing was performed to confirm correct results which met the clinical picture and a corrected report was issued. Siemens has requested the customer provide data files for investigation. The system event, calibration, and qc logs were checked with no remarkable findings. Qc values were in the expected range. A successful correlation study using twenty patient samples was run against the laboratory instrument. Customer states they are operational. The cause of this event is unknown.

Event description:
The customer reported discrepant potassium results on the rp 500 between the initial and repeat results and testing on a non-siemens laboratory instrument. There was no report of injury due to this event.

Manufacturer narrative:
Siemens reviewed the instrument log files provided by the customer. The measurement cartridge in question was newly installed and initializing as intended. There were no systemic or sensor related errors recorded for the sample in question. An abnormally high k+ result in whole blood samples is a sign of sample denaturation by hemolysis and is consistent for the reported sample. Multiple parameters, including cooximetry, were turned off for the rp500 system and couldn't be used for sample integrity analysis. According to the customer, the primary purpose was to correlate results when recommissioning an idle rp500 instrument and not for diagnostic purposes. The root cause of this event cannot be confirmed due to insufficient data.